Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the routine follow-up of the device performed on 15 june 2010, noise episodes were recorded in device memories. One of them led to an inappropriate shock therapy. All electrical parameters (continuity, impedance, thresholds, etc.) Were observed to be normal during follow-up. A recommendation was requested from manufacturer. Review of the follow-up data indicated the event could have resulted from a lead or connection problem; therefore, it was recommended to perform a system revision. Refer also to MDR: 9610579-2010-00550.